Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation confirmed the customer reported problem cracks in the transformer housing. The product evaluation also revealed ac prongs out of position to the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. This issue with the damaged transformer housing for the pump in style device is currently being investigated under (B)(4). A visual examination of the power supply revealed one of the ac prongs is out of position and also the transformer housing was breached, exposing inner electrical circuitry. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.50 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
On (B)(6) 2014, the customer reported three cracks in the transformer housing. During the product evaluation on (B)(6) 2014, the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.